Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reports that the neurostimulator pocket is warmer than usual since they started using an electric mattress heater. Patient also noticed that they are recharging less frequently. Additional information was received from the patient on (B)(6) 2019. The patient¿s indication for use is degenerative disc disease. The patient indicated that their ins is broken and they need to get it removed. The patient clarified that the ins overheated and broke 6 months after it was put in which conflicts with previously reported information. The patient was sent an healthcare professional (hcp) listings and redirected to follow up with an hcp. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that one night during the first week or two after the device was implanted the patient felt it was burning. Patient called the manufacturer who reviewed it was because patient had it under electric blankets. Therefore the patient stopped using it night in bed. A few months later the patient was driving while the charge was strapped on. The burning was sudden and intense. The patient stated they saw lcd display on the charger showed a broken thermometer with liquid squirting out. By the time the patient was able to pull off the highway and get their seatbelt off to remove the charger it had burned badly enough to lead a large red patch on their skin that lasted for several days. The next morning the patient called their hcp who informed them not to use the unit. The following week the patient met with the hcp and a manufacturer's representative (rep). The rep told the patient that the unit only held 7-days data so he could not get a code. The patient was told to resume using the unit and let them know if it happened again. After that, the charging became quite difficult, needing to sit upright and perfectly still for 6+ hours to charge. The patient made another appointment with the rep who stated they needed to move the spaced to get better connection. The patient stated they tried repeatedly with and without the spacer and it made no difference. Patient stated with the 6 hours a day to charge, it made the device ineffective for daily use, and patient used it occasionally, just 6-12 times a month. In 2012 it finally quit charging no matter how still patient sat or readjusted the charging dial. Patient reported no action was taken, the rep could not retrieve the code since it only stored 7 days. Patient was told there was no picture of that icon in the manual. The rep stated that without a code he couldn't verify that it had overheated. No action was taken to resolve. At the later appointment to discuss the subsequent difficulty charging, the patient told the rep it was not effective for daily use and would have to just use occasionally, and that was the best solution they had. Ins remains implanted in patient at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019 indicating that neither they or their healthcare professional (hcp) have heard back from a manufacture representative (rep). They need the rep to provide information about their ins to their new hcp before they can get the ins taken out. The patient would have the hcp office call to have a rep paged. Patient services also emailed local reps. A rep responded on (B)(6) 2019 indicating that they would reach out to the patient to see how they can provide assistance and then follow up with the office. No further complications were reported/are anticipated.